Event description:
A pixel issue on the pump display was reported, affecting the user's ability to interact with the device. There was no adverse impact to the customer's blood glucose level as values were reported within normal range. The customer chose to use manual daily injections to ensure continuous insulin delivery.